Event description:
A customer reported that the unit of measure setting on their freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.